Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty connecting a libre 3 plus cgm sensor to the ilet system, with initial pairing leading to a warmup state and subsequent persistence of a ¿connect cgm¿ prompt until the device and mobile app were rescanned and the device was restarted, after which pairing succeeded and glucose data displayed. Symptoms included transient absence of cgm data and later a reported glucose value of 227 mg/dl trending downward. Outcomes included temporary interruption of cgm data availability without injury or hospitalization. Investigation included technical troubleshooting with user guidance, review of device-app pairing steps, and device reboot. Investigation of this case revealed successful reconnection after rescanning in the mobile app and restarting the device, consistent with a resolved connectivity and pairing issue. It was concluded that the event was attributable to a pairing and connectivity malfunction that was resolved through standard troubleshooting, with the device functioning as expected after intervention.